Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no sample/picture was returned for investigation. Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. If samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that an unspecified number of bd cathena safety IV catheters with wings bd multiguard technology 20 ga 1.25 in experienced a safety mechanism that would not activate during use. The following information was provided by the initial reporter: reason: on needle removal during infusion pause, failure to set up safety system, open needle, aes risk. The department was unable to provide us with the batch number. This is the second episode of this type.